Event description:
It was reported that an embolization and death occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman closure device was implanted. Three days post procedure, the physician noted that the closure device embolized from the left atrial appendage. During the follow-up treatment to explant the watchman closure device, the patient had an aortic pseudoaneurysm. The physician took emergency measures involving resuscitation, but this did not work. The patient then died. It was further reported that the patient had a bicuspid left auricle with a wind pocket shape. The procedure when from 8:30am to 11am and the 30mm watchman closure device was implanted with continuous rehydration to the left atrium. Heart rate was 90/min during the implant of the watchman. Radio frequency ablation was attempted at the time of implant. The following morning, the watchman was noted to have embolized found during transthoracic echocardiogram recheck. The cause of death was insufficient blood volume due to pseudoaortic aneurysm.

Event description:
It was reported that an embolization and death occurred. A left atrial appendage (laa) closure procedure was performed and a 30 mm watchman closure device was implanted. Three days post procedure, the physician noted that the closure device embolized from the left atrial appendage. During the follow-up treatment to explant the watchman closure device, the patient had an aortic pseudoaneurysm. The physician took emergency measures involving resuscitation, but this did not work. The patient then died.